Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the main drawer 3.2 pocket b6 was not allowed to insert the cubie. The customer reported that the malfunction took place when the user tried to dispense medication to the patient however, no delay was reported. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 pocket b6 inserted but not registered. A field service engineer (fse) found a label lodged between the pocket and the contacts and removed it. The fse tested the pocket using both the hardware test application (hta) and the main application to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.